Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the recommendation and provided a quote for the repair via email on 2/15/2023. There has been no response to the recommendation as of the date of this report.

Event description:
A cardioquip technician notified cq service that the internal tubing of this device was suspect for contamination during an on-site inspection. The technician took pictures of the internal tubing which were forwarded to cq operations and epidemiology for review. Upon review, cq director of operations recommended that the device receive an internal water pathway replacement due to the brown discoloration present around the hose clamps. An email notifying the customer of this recommendation was sent to the customer via email on 02/15/2023, this issue was identified on 02/07/2023, no patient involvement was reported.